Manufacturer narrative:
Complaint sample was not returned for evaluation, however sealed lenses from same lot were returned and evaluated. The results of the testing performed were all within specification. Additionally, a review of the lot device history records show that all requirements were met and concludes that the product was manufactured, packaged, and released according to global and plant product specifications. Treating doctor could not confirm if event was related to product. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported experiencing conjunctivitis, an allergic reaction, eye swelling and redness in both eyes after using product. Doctor¿s office representative stated that prior to patient visiting their particular office, patient had been traveling and developed pink eye. At that time the patient was treated with an unknown antibiotic by an alternate healthcare provider. Medical information relevant to this event is not available. When patient returned, patient was seen by above office and diagnosed with punctate keratitis in both eyes. Patient was prescribed pred forte and restasis. Upon follow-up visit two weeks later, patient was refit into an alternate manufacturer¿s lens with a flatter base curve. Patient continued to use pred forte but reported never having used restasis given its cost. Patient reported eyes to be feeling much better. One week later, patient returned to office to report red, swollen, and painful eyes after having worn same lens type as originally caused issues. Office states that patient accidentally slept in the contact lenses for a few hours and also went into a lake while wearing them. Treating doctor recommended patient discontinue contact lens wear for a period. At this time patient was prescribed zirgan and instructed to taper off pred forte. Two days later patient returned and treating doctor noted that patient¿s eyes were much better; punctate keratitis was greatly improved. Treating doctor began patient on a course of lotemax and an unspecified antiviral. Patient was instructed to discontinue zirgan four days later and use lotemax as needed. No additional follow-ups scheduled and no additional medications required. Treating doctor could not confirm if event was related to product. Consumer reports history of dry eye and allergies. Patient is recovered.